Manufacturer narrative:
The main component of the system and other applicable components are:  product ID: 3998, lot# l68342, implanted: (B)(6) 1999, explanted: (B)(6) 2004, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had their entire system explanted. The patient stated that a wire had broken. The patient further stated that every time the patient went through a store metal detector they would be jolted by the broken wire. The explant was on (B)(6) 2004.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.